Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the bottom housing window and the soft cannula not visible through the bottom housing window. No damages or manufacturing defects were observed. No damages to the bottom housing or environmental seal were observed. No timeouts or drive stalls were observed. The pod ran 45 first prime pulses then was subsequently deactivated, the pod did not run enough pulses to deploy the needle mechanism.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle mechanism did not deploy. The pod was not worn, and no adverse patient impact was reported.